Event description:
Tunneled dialysis catheter was being placed under direct sonographic guidance through the internal jugular vein using a 21 micropuncture set. A 0.035 amplatz wire was advanced through the sheath into the inferior vena cava under fluoroscopic guidance. At this point, the transitional dilator was removed over the wire in preparation for placement of the peel away sheath. It was noted, however, that the transitional dilator had fractured just distal to its hub. A snaring of the catheter fragment was done via a common femoral vein access point under direct sonographic guidance.